Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that nearly 4 months after dental implant was installed in intraoral region 29#, he had to remove it because he will perform full arch surgery later. The patient presented bone type ii.